Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, water invaded the device, bending section cover was pierced, and angle wires were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope produced an e315 error code during preparation for use. This error message does not occur with the facility¿s other scopes, and they are working properly. The customer cleaned the device in question with 70% isopropyl alcohol and allowed it dry, but it did not resolve the issue. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, as well as a correction to report source. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the UDI label was illegible, the angulation was out of specification, the scope connector was wet due to water invasion, and there was a b30 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code (e315) was due damaged electrical parts caused by water invasion in the scope. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿ the event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.